Manufacturer narrative:
The initial reported event of high impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: product ID: 383069 lead, implanted: (B)(6) 2009; product ID: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered and alert due to high rv defibrillation and superior vena cava (svc) impedance. The lead was capped and replaced and was later explanted. No patient complications have been reported as a result of this event.